Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and returned devices. Two femoral introducers with loaded filter were returned. The secondary filter legs of both filters were damaged, as if attempts had been made to withdraw the filters through the check flo valve of the sheath. Also, one blue sheath was returned and when attempting to advance one of the introducers through the valve, this was not possible, as the sheath flaring had collapsed. According to investigation "3 mm of the flare was compressed in on itself. A kink is noted 2 mm below the flare. Approximately a third of the proximal tubing is occluded due to the compression of the flare. The length, inner diameter, distal tip of the tubing and inner diameter of connector cap were all within specifications." Internal action have been made. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D4) catalog# igtcfs-65-1-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "the facility attempted to advance the filter thru the introducer, but it would not advance past the hemostatic valve. A second igtcfs-65-1-uni-celect-pt was opened and the same difficulty occurred as the filter would not advance past the hemostatic valve. At this point, the facility elected to swap out for a new introducer and filter from a different lot number. This third unit was successful and completed the procedure." Patient outcome: no adverse effects on the patient due to this occurrence.